Event description:
Same case as MFR report #: 2134265-2011-04972. (B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The index procedure treated one 80% stenosed, 2.25x15mm target lesion in the proximal lcx (left circumflex). Treatment consisted of pre-dilation using multiple non-bsc balloons and two bsc cutting balloons (2.0x15mm and 3.0x15mm) and a dissection occurred. A 2.25x20mm promus element stent was placed to treat the dissection resulting in 0% residual stenosis. (B)(6) post index procedure, the patient experienced cardiac enzyme elevation and an mi was reported (peak ck=573 iu/l, uln=170 iu/l). The patient did not experience any ischemic symptoms. The patient was discharged three days post procedure on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).